Event description:
It was reported that a patient's implantable cardioverter defibrillator gave out a vibratory alert and also delivered inappropriate high voltage therapy. The device had problems completing interrogation attempts after one successful interrogation, and went into backup mode. The device was surgically replaced with a new one on (B)(6) 2022, and there were no patient consequences.

Event description:
It was reported that a patient's implantable cardioverter defibrillator gave out a vibratory alert and also delivered inappropriate high voltage therapy. The device had problems completing interrogation attempts after one successful interrogation, and went into backup mode. The device was surgically replaced with a new one on (B)(6) 2022, and there were no patient consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed that the device performed numerous high voltage charges within a short period of time, which resulted in resets from the high voltage controller integrated circuit (ic) and caused the device to enter into backup mode. The hv therapies were delivered appropriately. The device was restored by reloading product code. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested and found to be normal. The backup operation was consistent with an integrated circuit anomaly.